Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the proximal contact was kinked and the main coil was extensively stretched. The delivery wire was noted to be kinked at 89cm, 98cm & 127cm from the proximal end. The main coil junction was noted to be kinked/ bent but intact. The main coil was noted to be broken/ fractured distal of the main coil junction. Information available indicated that two coils were successfully deployed prior to this reported coil and that the coil was confirmed to be in good condition prior to use. It is probable that damages to the delivery wire may be related to handling of the device during use and procedural factors encountered upon removal of the coil from the microcatheter likely contributed to the damages observed on the main coil. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Analysis of the device revealed that the main was broken distal of the main coil junction. There was no reported clinical consequence to the patient.